Event description:
A bi-level positive airway pressure (bipap) device malfunctioned during pt use. According to the complainant, the device alarmed to alert the caregiver of the situation (as designed); however, the affected pt was hospitalized for two days after the event occurred.

Manufacturer narrative:
The device associated with the reported event has been received and is undergoing evaluation. Requests for the pt's admitting diagnosis and the relationship to the reported product problem have not been honored at the time of this submission. A follow-up report will be submitted when our investigation is complete.